Event description:
It was reported that during a robotic laparoscopic vesicovaginal fistula procedure, the procedure was being recorded using a universal serial bus (usb) flash drive connected to the storz system. Toward the end of the surgery, the system displayed the message: "device loss: general usb flash disk." A few seconds later, the endoscopic image froze, generating the following error message: "danger: endoscope image frozen. Check the endoscopic system. If the condition persists, discontinue use of the system." At that moment, the screens of both the operating room team interface (orti) and the surgeon console turned completely black for a few seconds. The system recovered autonomously shortly afterward and continued functioning. A few minutes later, once the procedure was completed and the team was removing the instruments, the same error occurred again. This time, the screens remained black with a red alarm while the large needle driver (lnd) was still inserted, and it was removed without visualization. To restore functionality, the storz system was powered off and restarted, after which normal operation resumed. The start-up-specialist (sus) confirmed that only the storz video feed was black, while the hugo graphic user interface (gui) was correctly displayed on the screens. There was a delay of approximately 5 minutes due to the reported issue. There was no patient injury. No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).